Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited a brief dip in tip to coil impedances below the lower level. The lead is currently programmed in bipolar pacing and does not currently utilize the tip to coil pathway for pacing. The lead remains in use. No patient complications have been reported as a result of this event.